Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06045. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele, enterocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was also reported that the patient underwent the following procedures: (B)(6) 2009: excision of mesh exposure due to mesh exposure at the vaginal cuff causing pain and infections; (B)(6) 2013: partial mesh removal due to mesh erosion. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06045. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion. (B)(4).